Manufacturer narrative:
Ge healthcare' s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the system does not start. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that this was a display and touch controller issue. Per the case, mechanical ventilation was working and available at the time of the malfunction. This was not a reportable malfunction. Additional information was received stating that this was a display and touch controller issue. Per the case, mechanical ventilation was working and available at the time of the malfunction. This was not a reportable malfunction.